Event description:
Health professional reported a lap-band ¿port leak ¿ missing 1cc or more of fluid consecutive visits.¿ the pt ¿had come to the office 3 times 4 weeks apart and [the] port was accessed and [the pt] was missing 1cc of fluid each time. [Pt]¿ noted restrictions for about 2 weeks and then it would be gone. We also did barium swallow after fill to show restriction and the[n] at repeat visit and show loss of restriction. Then at surgery-clamped tubing and accessed port with allergan huber needle and put saline in and it oozed out back of port where seal is.¿ the port was explanted and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿